Event description:
It was reported to philips that all geometry movements were unavailable intermittently. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing heart surgery, and the procedure was delayed. The philips field service engineer (fse) inspected the system onsite and confirmed that the movements were partially available. The review of system log file shows "application error: post failed: ad7, long. Position". Upon troubleshooting, fse replaced ad7 longitudinal potmeter assy, and performed the geometry adjustments. After which, the system was returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.